Event description:
While using byte night aligners, a patient saw dentist due to his lower front teeth becoming loose. The dentist states that due to the aligner treatment, the patient's teeth #24 and #25 are nearly 100% bone loss and a severe class iii+ mobility and recommended the patient stop aligner treatment immediately.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803.